Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 853137 with an expiration date of 31-oct-2025. A reagent issue can be excluded as qc was acceptable. Instrument performance testing was acceptable. No preanalytical issues were identified. Abnormal reactions were observed in the reaction monitor data provided for the questionable results. A "few" aspiration errors were observed on the alarm trace data. The field service engineer (fse) replaced the rinse tubes. Afterward, the instrument operated within specification. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The c702 module serial number was (B)(6). The customer has since set up an automatic repeat on the instrument, and the results have been acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned low results for multiple patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The following are examples of discrepant results for 6 patient samples. Patient 1 initial result was 19 umol/l. On (B)(6) 2025, the repeat result was 99 umol/l. On (B)(6) 2025, patient 2 initial result was 10 umol/l. The sample was repeated twice with results of 109 umol/l and 113 umol/l. On (B)(6) 2025, patient 3 initial result was 25 umol/l. The repeat result was 149 umol/l. Patient 4 initial result was 12 umol/l. The repeat result was 83 umol/l. On (B)(6) 2025, patient 5 initial result was 43 umol/l. The sample was repeated twice with results of 7 umol/l and 42 umol/l. Patient 6 initial result was 36 umol/l. The sample was repeated twice with results of < 5 umol/l and 36 umol/l.